Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7136668. Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6) . Batch: 581055.

Event description:
It was reported that the patient was experiencing undesired stimulation and pain due to lead migration despite reprogramming. The patient underwent a revision procedure wherein the leads were repositioned. The leads remains implanted.